Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. A sharp kink was observed in the stylet at the 54cm depth marking. A small split was observed in the catheter shaft near the kink site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. Microscopic inspection of the split revealed coarsely granular fracture surfaces. The fracture features were sharply defined. Surface abrasions were observed in the vicinity of the split. The fracture features and surface abrasions were consistent with damage caused by contact between the catheter shaft and a traumatic instrument such as forceps or hemostats. It appeared that manipulation may have also contributed to the stylet deformation. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that clinician planned to place ¿groshong nxt clearvue 4f PICC ¿ in one of her patients on (B)(6) 2023 around 6.00pm but when she opened the packet she found there was a kink in catheter along with stylet. She check the patency of catheter by pushing saline into the catheter and she found there was a leakage from kink point as shown in the image. They had to cancel the PICC line insertion today and they have given treatment with piv this time and planned PICC line insertion during next scheduled cycle to insert and give further treatment.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that clinician planned to place ¿groshong nxt clearvue 4f PICC ¿ in one of her patients on (B)(6) 2023 around 6.00pm but when she opened the packet she found there was a kink in catheter along with stylet. She check the patency of catheter by pushing saline into the catheter and she found there was a leakage from kink point as shown in the image. They had to cancel the PICC line insertion today and they have given treatment with piv this time and planned PICC line insertion during next scheduled cycle to insert and give further treatment.